Event description:
It was reported that the ilet displayed repeated restart alerts and alert 39 indicating an insulin shaft encoder failure; despite restarting, changing supplies, and a dry run that could rewind, the device returned an ¿unable to proceed¿ alert and the patient reverted to multiple daily injections, consistent with a failure to infuse related to the plunger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem consistent with a device failure to infuse involving the plunger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.